Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a non sustained right ventricular oversensing due to sensing issue on the discrimination channel of the implantable cardiac defibrillator (ICD). On (B)(6) 2021, the patient presented remotely again via merlin.net. Review of transmission revealed under sensing on the ICD on (B)(6) 2021. Programming changes were performed to resolve the issue. The patient condition was stable throughout.